Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. Small traces of blood were observed on the loading device and the outside of the delivery tube. No blood was observed inside of the delivery tube. The delivery device was returned outside the loading device. The tension spring assembly remained in the loading device. The seal was removed from the loading device and found to be cracked at the inner side of the coil. The blue slide lock was engaged and the white plunger was not depressed on the delivery device. The following measurements were taken; the inner delivery tube diameter was measured at .198 in. The outer diameter was measured at .221 in. The length of the delivery tube was measured at 2.49 in. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the complaint was confirmed for both the reported failure mode "cracked seal" and the analyzed failure mode "failure to load". Specific actions for the failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during preparation (loading steps) for a coronary artery bypass procedure, hs iii proximal seal system 3.8 mm delivery tube crushed seal . A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation (loading steps) for a coronary artery bypass procedure, hs iii proximal seal system 3.8mm delivery tube crushed seal . A replacement device was used to complete the procedure. The hospital did not report any patient effects.